Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery has been observed to be depleting quickly beginning approximately a month ago. Review of pump history during troubleshooting showed the pump battery depleted from 35% to 5% after being connected to a power source on (B)(6) 2017. The battery then jumped from 5% to 40% while the pump was not connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.